Event description:
It was reported via remote transaction that the right ventricular (rv) defibrillation lead alerted for high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334vrm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012. (B)(4).